Event description:
Hill-rom received a report from a hill-rom tech stating the brakes not set alarm did not work. The bed was located on the second floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake switch to resolve the issue. Based on this info, no further action is required.